Event description:
Correction: the device was not received for evaluation as initially reported.

Manufacturer narrative:
(B)(4) (the root cause of the event cannot be determined based on information available. Device evaluation pending), no conclusion can be drawn (root cause of the event cannot be determined based on information available. Device evaluation pending) (B)(4).

Manufacturer narrative:
Result - (none-no device received for evaluation). Conclusion - (device discarded, unable to follow up).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a sailor plus pta balloon catheter in the patient for pre dilation purposes; however it was reported that the balloon ruptured on first inflation at 6 atms. It was reported that the device was inspected prior to use with no abnormality noted. It was reported that the event did not affect the patient. No clinical sequelae were reported.